Event description:
Account reports control-a-flo regulator positioned to the "off" position, and fluid continued to "flow freely". No pt compromise in incident. Occurred in pre-op with maintenance solution. Per rep, account has been utilizing product for "not quite a year".